Event description:
When a femoral arterial monitoring line was placed, the physician had difficulty pulling out the needle over the wire. The wire shredded into thin strips while in the needle. The physician used a separate catheter and was able to place the line with no difficulty.